Event description:
Customer reported blood glucose results of 54 mg/dl on a professional system and "something like 110" mg/dl within 10 minutes on the complete system. Customer reported symptoms for which she self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.